Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center: it was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date post index procedure, the patient stated they had a cva. No further details are available at the time of this report.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via patient call center it was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date post index procedure, the patient stated they had a cva. No further details are available at the time of this report.